Event description:
The following has been reported: no power, cannot turn on a preliminary review of the device log files identified electrical hardware failure (power train). The device was returned for evaluation. When the device was attached to a charging bracket, the keypad leds would illuminate in a way that indicated the pump was charging from a state of 0 charge, but the pump would not be able to power on. Investigation found the som was defective. Replacing the som allowed the pump to power on normally. Reporting as a conservative measure due to the som issue identified during investigation. No adverse effects were reported.